Event description:
Explant of hero device ten months post-implant due to infection and skin erosion near connector. The reporting physician stated the graft rings were exposed.

Manufacturer narrative:
Unable to determine source of infection nor skin erosion without add'l info. Multiple attempts via different methods of communication have been unsuccessful to get add'l details from the initial implanting physician. An independent review by a medical advisor stated that skin erosion near connector could happen in thin, cachectic pts if the metal connector of the device was not properly implanted deep enough into muscle tissue. He suggested that we instruct the implanting surgeon to divide the fascia of the deltoid muscle to insert the connector deeper to help prevent skin erosion in thin pts. Infection is listed in our instructions for use (IFU) as a potential complications. We provide guidance for preventing infection in the instructions for use and on our website. We monitor reports of infection through our complaint handling sys, and to date the incidence of hero infection in post marketing surveillance is (B)(4), compared to the literature incidence of graft infections (B)(4), based on murad meta-analysis in (B)(4) and the rate of 2.45/1,000 days for catheter related bacteremia, which is equivalent to (B)(4)/year assuming 1 infection per pt from (B)(4). The non-bacteremia infection incidences from the hero clinical studies were (B)(4) for the bacteremia study and (B)(4) for the patency study. (B)(4) avg cvc adverse events. (B)(4) 2011; on file at hemosphere, inc. (B)(4) catheter-related bacteremia. (B)(4) 2010; on file at hemosphere inc.